Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, it was noted that the right ventricular lead exhibited loss of capture and high impedance. The lead was reprogrammed to unipolar configuration. Following the event, the patient was in good condition.